Manufacturer narrative:
(B)(4).

Event description:
The customer complained of low test results for multiple patient samples that were run out of micro cups that were atop of false bottom tubes (fbt). The data for 2 patient samples was provided. Of the data provided the ca2 calcium gen.2 (ca2) results for 1 patient sample and the bilt3 bilirubin total gen.3 (bilt3) results for 1 patient sample are reportable malfunctions. Patient #1 initial bilt3 result was 0.01 mg/dl. The same sample was retested on another analyzer with a bilt3 result of 14.12 mg/dl. Patient #2 initial ca2 result was 1.06 mg/dl. The same sample was retested on another analyzer with a ca2 result of 6.63 mg/dl. The initial results were not released outside of the laboratory. The results from another analyzer were deemed to be correct. There was no adverse event. The bilt3 reagent lot was 25266901 with an expiration date of 31-jan-2019. The ca2 reagent lot was 277986 with an expiration date of 30-nov-2018. A field application specialist (fas) found upon reviewing the application settings of the analyzer that multiple assays had the lower technical limits changed to zero. This would result in test results not being properly flagged. Patient #1 initial bilt3 result should have been flagged with a less than test range data flag. The fas corrected the application settings. The fas informed the customer that when using micro cups the analyzer needs to be programmed correctly so that the analyzer knows when micro cups are being used. He verified the false bottom tube (fbt) settings and suggested using fbt instead of micro cups as fbt support the use of barcode labels. The use of micro cups on top of fbt is not supported.

Manufacturer narrative:
The customer incorrectly programming the instrument when running micro cups, along with the placing of micro cups on top of false bottom tubes, was the cause of the error.